Event description:
I use a phillips CPAP dreamstation for past 6 years. I started using a soclean2 ozone CPAP cleaning machine on (B)(6) 2020. Beginning in (B)(6) 2021 I have had a bad cough, dizziness, headache, sometimes difficulty breathing. I went to my doctor several times, received prescription for cough meds. I also see a sleep doctor who did not advise me of a problem. He had prescribed the CPAP. In (B)(6) 2021 I received a notice from phillips that the ozone machine may be making sound insulation degrade and causing gases and particles to get into the CPAP and my lungs. I have been noticing black specs floating in the humidifier tank and also some on bottom corners in the water. This has been seen since about (B)(6). My sleep doctor never warned me of any problem. I did tell him about the cough and the black specs which I assumed was either mildew or dirt. I have cleaned the machine and humidifier tank at least once a week. I expect to get an appointment to see my sleep doctor within about a week and request appropriate tests. I stopped using the CPAP and soclean2 machines immediately on (B)(6) 2021. FDA safety report ID # (B)(4).